Manufacturer narrative:
Initial 1 of 2. E1: name: abbvie inc. Country: united states of america. Street: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an issue where the red button at the top of the insertion tool often got stuck and required excessive force to deploy the cannula, and the patient also reported bruising at the insertion site.